Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recurrent low flow alarms and gastrointestinal bleeding. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.